Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided. Cause was not known. The customer was treated with intravenous fluids of saline and glucose to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.